Event description:
I had knee surgery on (B)(6) 2011 and was doing great after the surgery. I had to go back in a few weeks because they said I had to have a lubricant in my knee. They gave me a synvisc shot and that night I started having problems with my arms and legs. I eventually could not move from my shoulders on down. I had to go to the emergency room and they admitted me to the hosp. They said that it was the synvisc shot that had caused this. They kept me in the hosp for 3 days giving me steroids. I felt better and went home. When I got off the steroids, it all came back. I could not move. I have been on steroids ever since. I got the shingles from the steroids and I now have rheumatoid arthritis from the shot. I have to see a rheumatoid specialist and I am taking a lot of medication. I was a healthy person with a torn ligament in my knee a year ago and now I have severe arthritis. I have since done research and there has been a lot of reactions to this shot and it is still going on. This drug needs to be removed. I was not told of the bad reactions it could have. I was only asked if I was allergic to eggs or poultry, which I am not. This is a dangerous drug and I almost died from it.